Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of a known anti-k with biotest cell 3 on tango infinity. The customer returned neither the supposedly defective product biotest cell 3 nor the sample that had caused a false negative test result. Therefore our quality control laboratory tested their retention sample of biotest cell 3 with different samples and controls, e.g. Anti-k. All results were as expected. We did not observe any false negative reaction on tango infinity. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotest cell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by our field service engineer and is working within specifications.